Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the patient was taken to the ER when her family couldn't rouse or get her to stay awake for any length of time, and was treated with narcan as reported previously. Patient took oral morphine, but was certain that had not taken any extra. It was indicated that it may have been an accidental morphine overdose. It was added that a fluoroscopy was used for the pump refills.

Event description:
The patient had a pump refill in (B)(6) 2010 and a couple of days later, she experienced an overdose of which she needed to be given narcan to wake up. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.